Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent replaced the device¿s power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed power pcb assembly was further evaluated in the pac (products analysis center). The root cause of the reported issue was determined to be due to an electrically shorted protection diode, cr20, on the power pcb assembly.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.